Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that an impedance check was performed, and a high impedance was identified. It was noted that the patient had recently been going through physical therapy. A quick lead check was performed along with reprogramming. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a revision was being scheduled. No further complications were reported.